Event description:
Additional information: it is reported that the device was prepped as per the IFU. Resistance was noted when advancing and retracting the device. It is reported that something split. The device did not detach into two or more pieces and no device fragments remained in the patient. Evaluation summary: received for evaluation was one coiled up export aspiration catheter with the supplied extension line and original pouch with matching lot number. The export exhibited damage to the proximal exit port of the wire lumen. An in house 0.014¿ wire was inserted up to the damaged section, the wire did not exit the lumen due to the damage noted. The extension line exhibited crush marks near the hub and the connecting luer, most likely this mark was done with some sort of clamping device. An in house 0.038¿ guide wire was inserted into the lumen of the returned export catheter to check for obstruction and no obstruction was detected. An in house syringe was engaged to the hub of the export catheter while the tip was submerged into a beaker with water, the syringe plunger was pulled back and water filled the syringe quickly. The lumen of the export met specification.

Manufacturer narrative:
Evaluation, results: (inconclusive, evaluation in progress). Conclusion: conclusion not yet available (evaluation in progress). (B)(4).

Event description:
The physician was treating a lesion in the rca which exhibited moderate tortuosity, moderate calcification and 70% lesion stenosis. The export aspiration catheter was removed from the packaging per IFU, the device was inspected and reported to be ok. It was reported that the device was not prepped per IFU. The artery diameter was recorded as 4.0mm with a lesion length of 28mm. It was reported that the aspiration catheter was damaged during use and could not aspirate properly. It was very difficult to remove the device from the patient. There were no patient symptoms or complications associated with this event. No clinical sequelae were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Results: related to operational context. (B)(4).